Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator replacement procedure, externalized conductors were observed on the right ventricular channel. The lead was performing normally electrically. The lead was capped and replaced on (B)(6) 2017. The procedure was completed successfully without adverse consequence to the patient. The patient was noted to be in stable condition before, during and following the procedure.